Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise which led to inappropriate automatic mode switch episodes. The noise could be reproduced when the patient lifted his arm.